Manufacturer narrative:
Service was sent to the customer site and performed full systems check including probe calibrations, lumo light counts, wash station fluidic dispenses and acid-base dispenses. All fluidic dispenses are at specification. Sample probe air pump was at 33% and steady. The engineer replaced the rinse block for aspirate probes 1 and 2. The aspirate probes were dirty which would cause ineffective washing of cuvettes, this could be the potential cause of the estradiol issues. Siemens verified that enhanced estradiol performance is acceptable by running calibrators and controls. A patient was run in 20 replicates with a mean around 1500 pg/ml and recovered a %cv of 3.55%. The instruction for use (IFU) under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
Customer observed several samples with imprecision between replicates for the advia centaur cp enhanced estradiol (ee2) assay. There are no reports that treatment was altered or prescribed or adverse health consequences due to the imprecision of results of the advia centaur cp enhanced estradiol (ee2) assay.